Event description:
MFR= baxter, lot #: ue07i18014, product: viaflex container 500 ml capacity. The vein of the port - port length - was recently noted to be a more "pliable" material - in that it easily bends and causes the spiked tubing to perforate the bag. It has been taking lots of careful manipulation to ensure that the spiked tubing is in place but yet not puncture the port site. This was not experienced previously.